Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue; the pump alarmed for an unknown reason. The type of alarm emitted by the pump was not able to be determined at the time the reporter reported the issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box and alarm history showed no activity outside of normal use. A visual inspection of the pump revealed a crack in the battery compartment. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The pump was exercised for 24 hours with no call service alarms occurring. The pump¿s cover was removed and moisture corrosion was found on the printed circuit board. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.